Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an adequate window could not be obtained with a 6f exoseal vascular closure device (vcd), preventing shooting. Hemostasis was achieved with manual compression. There was no reported patient injury. The reported issue referred to the indicator window not changing from black/white to black/black. The procedure was performed using a retrograde approach, and the physician was certified in the use of the device. The femoral artery suitability was verified on angiography including insertion angle, the vessel diameter was confirmed to be =5 mm, and there was no visible calcium or plaque, no nearby stent, no stenosis >50%, no recent prior closure at the site, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no visible damage to the indicator wire prior to use, no difficulty connecting the vascular sheath introducer with the device, and the indicator wire cowling locked with an audible click. No pulsatile flow was observed from the bleed-back indicator, the device and sheath were not retracted together until bleed back slowed or stopped, the physician did not have their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window during retraction. Upon removal, the indicator wire loop was not deployed or visible, and no anomalies were noted. The device will be returned for evaluation.